Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter was broken. The following information was provided by the initial reporter: catheter have been broken before use.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter was broken. The following information was provided by the initial reporter: catheter have been broken before use.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two insyte autoguard 20ga units. Unit #1 was a catheter-adapter assembly. The needle assembly was not returned. Unit #2 was a full 20ga assembly within a sealed package from lot number 9163646. Through the visual examination of the first unit, the catheter revealed damage on the tubing near the tip. The damage was caused by the needle tip spearing through the tubing. The tip left a v-shaped cut along with other cuts. There was no damage observed on the second unit. The defect of first unit was caused by the needle going through the catheter. Since the packaging was opened it cannot be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.